Event description:
It was reported to boston scientific corp that a wallstent enteral endoprosthesis was used during a colonic stenting procedure. According to the complainant, the stent perforated the tumor after placement. No add'l details are available at this time. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.